Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-4316. Batch/lot number: 18751018. Model/catalog description: clik anchor. Unique identifier (UDI) #: ((B)(4).

Event description:
It was reported that the patient had impedances on the lead. The patient underwent a lead and clik anchor replacement procedure. No further information has been obtained despite good faith efforts.